Manufacturer narrative:
The permanent cautery hook (pch) instrument involved with this event has been requested to be returned for analysis, but has not yet been received. A failure analysis engineer (fae) reviewed two instrument photos that were submitted and reported the following information: it looked like the distal clevis (black part) broke which was causing the grip/pulley apparatus (yellow part) to become unhinged. A review of the instrument log of the permanent cautery hook (part # 470183-14 / lot # n10210816-0032) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a permanent cautery hook instrument was found to be broken and it was unknown if fragments fell inside the patient. The surgeon later noted that, based on a video review, he felt the instrument was compromised prior to the start of the case. However, it is unknown if the instrument was visible in the video upon initial insertion or later. In addition, the instrument damage should be visible prior to instrument insertion if the damage was present prior to use. The location of the broken instrument piece remains unknown, and it is unclear if any fragment may have fallen inside the patient and was retained. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a plastic piece of the wrist that holds the 2 prongs came off of a permanent cautery hook instrument. The surgeon was not able to find the piece and was not sure if it fell inside the patient. The procedure was completed. The surgeon reported that he later examined the recording from the case and stated that the instrument was compromised prior to the start of the case. He felt that the instrument did not break during the procedure.